Manufacturer narrative:
The motor driver board was replaced and the unit is operational.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a burning smell. Upon inspection by field service engineer (fse) it was determined that the smell was caused by an overstressed board component. No other damage to the instrument was noted at the time of inspection. The motor driver board contained the damage and prevented damage from spreading to other parts of the instrument. Instrument was verified to be operational. The instrument has the appropriate safety ratings. No injury was reported and no erroneous results were generated.